Manufacturer narrative:
Manufacturing review: a lot history review was conducted and this is the only complaint for this lot number to date. Therefore, per wiq1412900, rev. 28, a device history record (DHR) review is not required. Investigation summary: the device was not returned. Images records were not provided. Medical records were received and reviewed. One year post filter deployment, CT performed revealed right lower lobe small pulmonary artery emboli and a right sided upper extremity dvt. Approximately three years later, CT performed, evidenced filter to be in place. The patient had extensive venous thrombosis throughout common, external, and internal iliac veins and the infrarenal ivc up to the level of the ivc filter with a small thrombus superior to the ivc filter. There was a retroperitoneal/extra peritoneal edema in the lower abdomen and pelvis probably related to extensive deep venous thrombosis. Therefore, the investigation is confirmed for the thrombus above the filter. However, the investigation is inconclusive for filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 12/2010).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter the current status of the patient is unknown.